Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the esprit was engaged and pressurized to treat in stent restenosis (isr) in the proximal lad. The balloon ruptured at 4 atm during the second inflation. A longitudinal rupture was found in the balloon. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The procedure was to treat in-stent restenosis, which suggest that the stent struts could have contributed to damaging the balloon. It is likely that the balloon was damaged during the procedure. Without the returned device for analysis, a definite root cause for the rupture cannot be determined.